Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawer was failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) arrived onsite and was informed the issue was resolved. The customer verified health site viewer with no active storage failures and reported no issues during the week. The system functioned as intended after the field service engineer verified the device.